Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 900 mg/dl at the time of admission. The customer reported they were unable to lower their blood glucose, prompting the hospitalization. The cause of the hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported they were currently hospitalized at the time of the call. Customer stated their current blood glucose was 400 mg/dl. The customer reported experiencing all symptoms of high blood glucose. Troubleshooting found the customer received a motor error alarm and no delivery alarm during a prime. Customer's blood glucose was 165 mg/dl at the time of incident. It was found the insulin pump did not alarm no delivery with a manual prime. The customer's insulin pump will be replaced due to the motor

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.